Event description:
It was reported that while placing screws, the tip of (2) k-wires broke off at the distal ends and remain in the patient.

Manufacturer narrative:
The device was not returned for evaluation. The imaging provided confirms the location of the broken k-wire tips near the tip of the screw. This type of damage can be consistent with excessive force/speed; however, an exact cause of the reported issue could not be determined.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows that the device had fractured at the tip and is missing the threaded portion. This type of damage may have been caused from a deviation of trajectory that would cause an interference between the k-wire and instrument/implant. That interference could then place excessive force on the tip of the k-wire during removal and cause it to fracture. However, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while placing screws, the tip of k-wires broke off at the distal ends and remain in the patient.